Manufacturer narrative:
Qn#(B)(4). Upon investigation of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 07/09/2019, was sent in error.

Event description:
The customer reports that a piece of metal coil was sticking out (separated) of the spring wire guide. The device was not used.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that a piece of metal coil was sticking out (separated) of the spring wire guide. The device was not used.